Event description:
Prior to the implant procedure, it was noted that the helix of the left ventricular (lv) lead was not extending and retracting as expected. A new lv lead was used for the procedure to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and applying torque to the connector pin, the helix could be extended and retracted. The helix extension length measured within specification. The cause of the reported event was isolated to the helix being clogged with blood/tissue.